Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during unpacking the 4.0 x 38 mm xience alpine stent delivery system, there was resistance removing the protective sheath and stylet and the stent implant dislodged. The device was not used. A new xience alpine was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.